Event description:
It was reported that the patient's device was recently upgraded. Since that time, the patient is feeling worse, has no energy, and has been experiencing diaphragmatic stimulation. The patient is on medication for low blood pressure and continues to have ventricular tachycardia. When the patient was at the clinic, noise was seen on telemetry by the nurses. Reprogramming was done due to the diaphragmatic stimulation. The lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.